Event description:
Reference number (B)(4). Event occurred in japan. It was reported that patient faced infusion set leakage event at the site on (B)(6) 2026 as patient found cannula of the infusion set was slightly wet. This issue resulted in hyperglycemia with blood glucose level was around 300mg/dl. No further information is available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.